Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. After an unspecified length of time, the male adapter of a needleless valve connector of a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. It was reported that during backpriming of solution from the primary tubing set into the secondary tubing set prior to the start of the piggyback delivery, no flow of solution was noted. No specific details were provided. It was reported that after approx 15 mins, the primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
One used device was received and evaluated. The device passed testing. During testing, the solution was able to flow through the device during back priming. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.